Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities with accessories used for reprocessing. The air/water nozzle was not wiped/brushed with a lint-free cloth, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation, ¿poor air/water supply¿. Due to clogging of nozzle; air supply volume did not meet the standard value. There were few additional findings. Due to wear of angle wire; bending angle in up direction does not meet the standard value. Due to wear of angle wire; the play of u/d knob is out of the standard value. Adhesive on the bending section cover was chipped, cracked, and had white clouded area. Due to clogging of nozzle; water removal ability does not meet the standard value. Adhesive around objective lens and light guide lens was peeled, light guide lens had a crack, universal cord has a dent, the distal end cover was dented and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was poor air/water supply from the air/water supply system of the evis lucera elite colonovideoscope. The issue was found during preparation, for use for a diagnostic procedure. The procedure was completed. The device was returned. And an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation. There were no reports of patient harm associated with the event.